Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, occlusion alarms. Reportedly, the customer had changed all of the supplies on the pump. As the supplies had been changed prior to contacting tandem technical support, the cause of the occlusions was unable to be determined. Additionally, the customer reported when changing the supplies, the customer received a message to through the fill tubing process again. The customer reentered the fill tubing process, and resumed insulin delivery. The customer reported a blood glucose (bg) level of 255 mg/dl. To address the bg level, the customer delivered a correction bolus.